Manufacturer narrative:
Product event summary - the full lead was returned in segments, analyzed, and no anomalies were found. Concomitant medical products: 694765 lead, implanted (B)(6) 2010. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient slipped at home. After that, the atrial lead had no capture at maximum output, high thresholds and was found to have dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.